Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone unexpected restart was found in insulin pump. The customer's blood glucose level was not provided at the time of the call. The customer was declined to troubleshooting. The insulin pump will not be returned for analysis.